Event description:
Complainant alleged that the medics were analyzing the heart rhythm of a pt (age and gender unknown). The device advised shock to the pt, and the pt was administered a first shock at 200 joules. The device again analyzed the pt's heart rhythm, and appropriately gave a "no shock" advised prompt. During the third heart rhythm analysis, the device gave a "shock advised prompt, and the pt was administered a second shock at 200 joules. A "shock advised" prompt was given after the fourth heart rhythm analysis, and the pt was shocked at 360 joules. The device appropriately issued "no shock advised" prompts after the fifth and sixth heart rhythm analyses. The pt subsequently expired. Subsequent to the event, the physician evaluated the device algorithm analyses of the pt's heart rhythm and indicated that the device inappropriately issued "shock advised" prompts to the pt's pulseless electrical activity heart rhythm following the first, third and fourth pt heart rhythm analyses.